Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) procedure, preclose placement of the sutures was attempted in the moderately calcified common femoral artery using a proglide device. The arteriotomy was 6f. Reportedly when retrieving the suture, the knot came out. Three other proglide devices were used with the same result. A prostar xl device was placed successfully. The sheath was upsized to 16f for the aaa procedure. After the procedure, the sutures of the prostar xl achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three other perclose proglide devices referenced are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the suture pulling out from the artery was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.